Event description:
It was reported that 6 days post index procedure, the pt expired. The index procedure treated one target lesion. Target lesion one was a de novo, mildly tortuous, 99% stenosed region of the proximal lad. The lesion was 2.5 mm in width and 12 mm in length. The physician predilated the lesion prior to placing a 2.5 x 16 mm taxus liberte stent. The pt received a gpiib/iiia inhibitor during the procedure. Residual stenosis was 0% post deployment. On day 6, the pt expired due to gastrointestinal bleeding, renal failure secondary to contrast/acute tubular necrosis and pulmonary edema. In the opinion of the physician there was no relationship between the taxus stent and the death. This product is only ous approved, but is similar to a marketed us device.